Event description:
It was reported to philips that the device would not turn on. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the power pca. The battery pca was also returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found with the battery pca and the reported issue could not be verified.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manufacturer?" And "date returned to manufacturer." To coincide with the product return. Updated h6 results codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would not turn on. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.